Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fiber tip loose cannot be established as the product is not available for analysis. Perforation is a known risk associated with benign hyperplasia procedures and is noted as such in the device instructions for use (IFU). Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The labeling review confirm that perforation was listed in the device instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate, the metal cap was loose, causing the laser to point at the same place for too long, perforating the anterior wall of the bladder. It is possible the tip also rotated independently so that the laser aperture was no longer aligned. The patient came to the emergency room where the perforation was treated with a foley. The patient is fully recovered.